Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0 lbs due to a faulty force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to the compromised force sensor system alarms. The insulin pump had a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. Customer stated that the pump piston continue to move forward after reservoir contact and insulin squirted out. Customer then received the compromised force sensor system alarm. Customer stated that no numbers appeared in the screen and no beeps were heard. The pump was not bumped or dropped. The pump also had no water contact. Customer stated that the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.